Manufacturer narrative:
(B)(4). Boston scientific received additional information that in (B)(6) 2016 a wound debridement was performed on this patient's upper sternal incision. The physician was able to cut away the dead tissue to reveal healthy tissue. The wound was closed in layers without complication and with a good cosmetic outcome. There was no sign of the electrode tip during the debridement procedure, suggesting it was located deeply enough not to cause irritation. The device has remained programmed with therapy on, in primary, so no inappropriate therapy has been received by the patient due to this issue. The system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode was seen for an exercise test to confirm optimal programming. It was noted that the patient had just completed a one-week course of oral antibiotics for an infected xiphoid incision. Another physician had lanced the incision after puss was observed. At this visit, all wounds appeared normal and no infection was noted. The physician planned to see the patient for another wound check at a later date. Boston scientific received additional information. The patient was hospitalized and treated with intravenous antibiotics due to a system infection. Approximately two weeks later, it was noted that the electrode tip was threatening erosion, but had not eroded yet. As of today, the system remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode was seen for an exercise test to confirm optimal programming. It was noted that the patient had just completed a one-week course of oral antibiotics for an infected xiphoid incision. Another physician had lanced the incision after puss was observed. At this visit, all wounds appeared normal and no infection was noted. The physician planned to see the patient for another wound check at a later date. Boston scientific received additional information. The patient was hospitalized and treated with intravenous antibiotics due to a system infection. Approximately two weeks later, it was noted that the electrode tip was threatening erosion, but had not eroded yet. As of today, the system remains implanted. No additional adverse patient effects were reported.